Manufacturer narrative:
Device received with blank display due to corroded motor home switch and electronic assemblies from moisture exposure. Unable to perform displacement test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, self test, and current measurements due to display anomaly. Device received with cracked case (battery tube), and cracked case-corner of belt clip rails. Unable to test unit for unexpected battery power loss due to blank display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had stopped working due to moisture enter the battery compartment through the crack. The customer¿s blood glucose level was 28.4 mmol/l at the time of the incident. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.